Manufacturer narrative:
The serial number for "meter a" is (B)(6). The serial number for "meter b" is (B)(6). The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of discrepant glucose results from 2 accu-chek inform ii meters. At 17:11 the meter result from meter a was 457 mg/dl. The staff did not believe the result and tested the patient using another meter. At 17:15 the meter result from meter b was 315 mg/dl. The staff believed the result of 315 mg/dl to be accurate.